Manufacturer narrative:
(B)(4). D10: concomitant devices - persona cruciate retaining cemented femoral component size 12 right catalog#: 42502607402, lot#: 66602689, persona stemmed tibial component size h right catalog#: 42532008302, lot#: 64475385, persona all poly patella 38mm catalog#: 42540000038, lot#: 66792586. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing unknown post-operative complications following knee arthroplasty. Attempts have been made; however, no additional information is available.